Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) auto endo 5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound was heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device but was able to close properly. The remaining clips were fired and the same issues were found as all clips were unable to properly load but were able to close properly. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was slightly bent which could affect the device's ability to properly load the clips. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No other defects or other remarks: anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "clips misfiring" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. Upon functional inspection, it was found that all remaining clips were unable to properly load but were able to close properly. The device was disassembled and it was found that the yoke was slightly bent which could affect the device's ability to properly load the clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The device was misfiring of clips and locked at 4 clips. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device was misfiring of clips and locked at 4 clips. The patient's condition was reported as fine.